Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h3, h6 (component code, investigation findings , investigation conclusion, type of investigation), h11. Getinge fse indicated that the problem was with the power management board. Ordered and replaced. Retested the machine and both power slots were working per factory specifications. Per pm policy - with the one battery that dead - fst replaced both batteries.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2. Corrected data: e1(event site email).

Event description:
Na.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that cardiosave intra-aortic balloon pump (iabp) unable to charge batteries. There was no patient involved and no indication of actual or potential harm.